Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted. The rv lead exhibited noise. The physician took the alligator clips off of the affected lead, and put them on the atrial lead and they had a clean signal. He also repositioned the affected rv lead and they had the same result. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Visual inspection of the lead body and outer insulation noted no anomalies. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a fracture approximately 12 centimeters (cm) from the lead tip. The fracture was consistent with a cut to the coil occurring prior to the insulation sleeves being applied. Laboratory analysis confirmed the clinical observation of noise was due to a break in the inner coil.